Event description:
The user reported the sternal saw motor shaft was damaged. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.